Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose on (B)(6) 2017 was above 500 mg/dl diabetic ketoacidosis. The reporter noted the patient was hospitalized, and the pump¿s basal delivery settings were recently changed by a healthcare provider. No further information was provided by the reporter. Further attempts to contact the patient have been unsuccessful. This complaint is being reported because a device malfunction or device use-error could not be ruled out as the cause or a contributing factor to the reported health event.